Event description:
Additional information received from the hcp reported that the patient would be given a new programmer and seen at the pain clinic for reprogramming. It was reported that there was no injury and the patient did not require hospitalization.

Event description:
It was reported that the patient was in pain and unable to adjust their implantable neurostimulator (ins) following a car accident because the patient programmer was lost in the accident. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Product type lead. Product ID 37743, serial # (B)(4), product type programmer.